Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted partial nephrectomy surgical procedure that errors c-71 and c-00 occurred. The caller disconnected the ac power cord from the erbe generator for x2 minutes, with no change. The caller swapped vision side carts to proceed with the case. There were no reports of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and found issue was confirmed via system logs with multiple recurring errors, including 1-71, c-71, m-02, and others. Despite this, functional testing showed the unit operated normally across all ports and instruments. Erbe logs indicated m-02 and c-00 errors. The unit will be sent to the original equipment manufacturer for further analysis. The complaint was confirmed based on the field evaluation. The probable root cause of this issue is attributed to a faulty component of the erbe generator.